Manufacturer narrative:
(B)(4).

Event description:
It was reported that at follow up there were several episodes of non sustained right ventricular oversensing due to post-paced t-wave oversensing. Reprogramming was performed. The patient's condition was good.